Event description:
The customer reported to olympus, there was no power on the visera elite ii video system center. It was reported that the failure occurred upon receipt of the device (initial use of the device). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has been received and the investigation is currently in process. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the power supply did not turn on because the power supply unit failed, but it was not possible to determine the cause of the failure of the power supply unit. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.